Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the programmer passed system testing with 3 different analyzers. No failure found. It was noted the stylus holder had minor damage. (B)(4).

Event description:
It was reported there was a loss of communication; problem often repeated even when different analyzers were installed. The programmer was returned for service. No patient complications have been reported as a result of this event.